Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 400cc mentor memorygel breast implant on the left breast and suffered left breast implant rupture, post-operatively. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9660666 sn: (B)(4) and (right) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9698076 sn: (B)(4).

Manufacturer narrative:
On october 10, 2022, the mentor failure analysis lab received the device for evaluation. Per the returned device, mentor became aware that the lot number is 5886041. Mentor became aware that this device was manufactured at mentor medical systems b.v, located in leiden, the netherlands; a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. This supplemental report will be the last report sent for this complaint file. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 25, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth round mod. Plus profile, 400 cc breast implant was found to be ruptured and received in two (2) parts. Additionally, a crease was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.